Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was admitted to the hospital with shortness of breath. There was a significant increase in threshold measurements. A chest x-ray showed that the rv lead had become dislodged. A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.